Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that a piece of plastic coming away from ring. The customer's blood glucose was 7.4 mmol/l. The customer stated that the reservoir was able to lock in place. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit had broken reservoir tube lip. However, the test reservoir locked in place properly and no anomaly noted. No missing reservoir tube o-ring noted.